Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia with continuous glucose monitor (cgm) readings peaking at 307 mg/dl for over two hours, without device alarms, while using a teflon infusion set placed abdominally. The user performed multiple ¿fake¿ or duplicate meal announcements to attempt correction, which customer care addressed as improper use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure involving the user interface, specifically the practice of using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user¿s glucose trended down following guidance and supply change.